Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the sleevehead of the lead was extrinsically damaged. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient's anatomy made access difficult but the physician was able to get the lead into the rv (right ventricle). However, once the lead was placed the physician could not get the screw to extend. It was unknown if there was possible damage when trying to get the lead into the patient. The lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.